Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that no hardware parts replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000209: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when the system was moved forward, an abnormal noise occurred and some part had fallen under the imaging system. When the system door was opened, the plate on the lower side of the opening was bent. Imaging was still possible and the procedure was completed. The dropped part was part of slides bellows. It was restored by reinstalling it. The deformation of the plate at the lower opening was slight and it was confirmed that it did not affect operation. This issue occurred intraoperatively and did not caused any surgical delay. There was no reported impact on patient outcome.